Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the plastic piece from sieve bed is stuck inside the 4 way valve causing it to alarm and shut down. Provider removed piece, no new parts needed.